Event description:
It was reported that the customer received a battery out limit alarm and the customer was unable to clear it due to an unresponsive keypad. Customer's blood glucose reading at the time of the call was 378 mg/dl and has treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had normal operating currents and no unexpected off no power, low battery, battery out limit or battery error alarms noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.